Event description:
Customer reported that she was priming and realized that the insulin pump was not working. Customer stated that she was holding the act button down to fill the tubing and no insulin was coming out and her insulin pump did not alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.